Event description:
It was reported that, "while dr was placing the stem on the inserter, he could not get the two together. He is very unhappy with this device. Dr is having to utilize the secondary inserter to drive stem in."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.